Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced tube extenders with molding defects that can be used (large indentation in tube wall). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated "tubes are deformed. They found 2 more defective tubes today, these had the conventional caps. Product #367844, lot#0133329. The flaw is down the side wall of the tube. We are only seeing the ones that our instrument rejects when the probe hits the plastic projecting from the wall of the tube. There maybe more the instrument is not rejecting."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced tube extenders with molding defects that can be used (large indentation in tube wall). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated "tubes are deformed. They found 2 more defective tubes today, these had the conventional caps. Product #367844 lot#0133329. The flaw is down the side wall of the tube. We are only seeing the ones that our instrument rejects when the probe hits the plastic projecting from the wall of the tube. There maybe more the instrument is not rejecting."